Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of cuts in the power cables of the system controller and red heart alarms was confirmed via the returned system controller. The heartmate ii system controller (serial number (B)(6) ) was returned to abbott and a log file was downloaded. The downloaded log file and the submitted log file combined overlapping data spanning approximately 28 days ((B)(6) 2021 per the timestamp). There were no notable atypical alarms active in the log file. The heartmate ii system controller was returned to abbott burlington with cuts/bite marks on the white power cable. The system controller was functionally tested at abbott burlington and passed all steps without issue. The system controller operated on a mock loop for an extended period of time, and it was observed that when the white power cable was manipulated by hand, there were red heart alarms and atypical power cable disconnect alarms. An insulation test was performed, and there was current leakage on both cables. A cable continuity test was then performed, and both cables were as intended. The outer polyurethane jacket was removed to reveal that there were minor kinks in the underlying wires and exposed conductors on some of the underlying wires in the white power cable. The root cause of the reported event was determined to be due to cat bites in the power cables that exposed internal conductors of the underlying wires. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii system controller ((B)(6) ) was shipped from abbott on 28jul2021. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including red heart alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment, including the system controller power cables, for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to healthcare facility for a controller exchange after red heart alarms occurred when plugging into the mobile power unit. There were apparent cat bites on the controller power cords with the majority on the white power cable cord. The alarms subsided when the ungrounded power cable was used. The controller was successfully changed out with the resolution of alarms on a regular grounded power cable and power module. There were no unusual events recorded in the log file event history. The new controller ran smoothly without alarms when connected to both batteries and the power module.